Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed the product connected with the blood line. There was no blood visible on the outside of the product. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during use with a polyflux 170h, an external blood leak was observed. The location of the leak was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.